Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
The patient called to report that during treatment the fluid inside her started leaking into her lungs so she had to turn the cycler off before cancelling treatment; now she needed assistance removing the cassette. A follow up call was made to the patient's nurse who reported that the patient experienced right pleural effusion and was admitted to the hospital on (B)(6) 2017. The patient was still in the hospital, and will be switched to hemodialysis.

Manufacturer narrative:
Based on the clinical review of the information available, the pleural effusion was possibly due to peritoneal dialysis therapy.